Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, evaluation of the customer samples was performed and collapsed tubes was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. (B)(4).

Event description:
It was reported the bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes had the tubes/extenders with molding defects (non-cosmetic) that can be used, and broken lid/cap. The following information was provided by the initial reporter: the customer noticed "the tubes were received in poor condition."